Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a cylinder replacement procedure related to a cylinder puncture. The new cylinder was plugged in to the existing components. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a cylinder replacement procedure related to a cylinder puncture. The new cylinder was plugged in to the existing components. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The ipp was visually inspected, microscopically examined, leak and pressure tested. Sharp instrument damage likely consistent with explant was identified in the outer tube of the cylinder; however, the inner tube was not damaged. The ipp cylinders passed all tests performed. Based on the information available and analysis results, product analysis was unable to confirmed the event of cylinder hole.